Event description:
Allegedly the patient was revised due to mom complications (left).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. .